Event description:
The customer contact reported a crack between the clave and the secondary port on the cassette of the tubing set. The tubing set was being primed to deliver an unspecified concentration of a normal saline. It was reported after the normal saline was primed, a cracked was noted between the clave and the secondary port on the cassette of the tubing set. The customer contact reported there were no obvious defects noted prior to priming the tubing set. It was reported that the cracks looked clean, visible, and bent, but not entirely broken off. The tubing set was replaced and therapy was initiated. There were no adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
Investigation is complete. The customer contact indicated that the device was discarded. Hospira completed a formal investigation to address this issue. Based on this investigation, the probable cause is related to the design to the male/female adapter (semi-rigid) that is bonded between the clave port and the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.